Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient said that would like to lower the stimulation however hasn't been able to do so since yesterday. The patient was able to connect and made an adjustment. When asked, patient said that when she came home after the procedure the stimulation was too high, felt shocking in the butt and it hurt. Patient said stimulation was at 1.3 volts when they left the hospital. When patient connected today, patient said setting was at 0.6 volts. Patient increased setting to 0.9 volts and said can feel the stimulation sensation and it is comfortable. No further complications were reported.